Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the terminal segment of the lead was analyzed severed approximately 15 cm from the is-1 terminal pin. Visual inspection found setscrew marks on all terminal connectors. The insulation was found to have abraded through the rs+ coil just proximal to the yoke molding. The observed abrasion is most likely the result of lead and device contact. Laboratory analysis confirmed the clinically observed abrasion.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited noise due to a suspected insulation breach at the pocket level. During exploration of the device pocket, an insulation breach was found on the pace/sense portion of the rv lead proximal to the yoke. The proximal portion of the lead was extracted still attached to the device which was replaced electively and the remainder of the lead capped and abandoned. A new rv lead and device were successfully implanted. Information was received indicating the patient is not pacemaker dependent. While oversensing was observed in episodes stored to the device, there were no instances of inappropriate therapy. No adverse patient effects were reported. The device and lead are no longer in service.